Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The phaco power was found to be at the correct voltage and frequency for all test modes. The system power supply voltage was checked and found to be within specifications. The cables involved in phaco were reseated. The representative then ran tests every 15 minutes over a 2 hours period with no failures. Preventive maintenance was then performed. The system was then tested and met all product specifications. (B)(4).

Event description:
A surgical technician reported when surgeon switched to the quadrant mode, all functions stopped. The handpiece was switched out but the system would not allow them to test. The system was then switched out and the case was completed using the same handpiece. There was a 15 minutes delay. There was no pt impact reported.